Event description:
A pt reported blood glucose results of 434 mg/dl with a lifescan meter and 238 mg/dl with a hosp meter (invalid comparison), performed within 5 minutes of each other. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter was replaced.